Event description:
Procedure: tep. According to the report: the device was checked prior to use, confirmed asymmetrical balloon inflation. Not used for patient. The produce was completed with another. The same doctor as us200905-0513. Per reporter the dissector balloon was the one that did not inflate properly.

Manufacturer narrative:
(B)(6).